Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. A patient discovered fluid leaking from the cassette door upon removing supplies from the cycler. The patient was unable to complete treatment. Follow up with the patient¿s peritoneal dialysis registered nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The patient¿s nurse stated that there was an alarm but they were unsure which alarm occurred. The nurse stated that the patient was trained on using manual supplies and was able to complete treatment through continuous ambulatory peritoneal dialysis. The cassette was discarded. The patient has been able to continue pd therapy with no further issues.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There was evidence of dried fluid present within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A visual internal inspection found evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter would be replaced in production. A simulated treatment was initiated and completed on the cycler with no fluid leaks noted in the test cassette. The cause of the observed dried fluid could not be determined. The system air leak and voltage check tests passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.